Manufacturer narrative:
Contact confirmed that the samples are unavailable for eval at this time. There was an error when shipping the products to (B)(6) which has resulted in the implants becoming lost in transit. Affiliate has attempted to track down the implants without success. The lot numbers are unk, therefore, a device history records review cannot be performed. No conclusion can be made at this time. Based on the description of the even, it is likely that the setscrew may have been cross threaded on the screw head resulting in damage to the mating threads. The potential exists for setscrew cross-threading and/or stripping in the expedium spine sys due to improper alignment of the setscrew and/or medial/lateral forces being applied during final tightening. The use of the screw alignment guide and rod stabilizer as recommended in the surgical technique will help to mitigate this problem. Device 2. See also 1526439-2011-00010.

Event description:
Contact reported the screw and setscrews were damaged during insertion. Surgeon used another screw during procedure. The surgeon uses only monoaxial screws and the size he needed was not available. This caused the delay in surgery in excess of 30 mins. As such, a report is filed to document this event. Device 2. See also MDR 1526439-2011-00010.